Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, dislodgement was suspected for right ventricular lead. The electrogram from (B)(6) 2020 confirmed dislodgement due to lead exhibiting atrial signals. No inappropriate shocks were reported. Couple of days later, the patient presented for lead revision. The fluoroscopy confirmed the lead dislodgement and pulled back into the right atrium. The lead could not be repositioned as the physician could not get access due to occlusion as per the venogram. The lead could not be explanted manually. The lead was then explanted with laser and replaced with new lead. The patient was stable.